Event description:
It was reported that the customer had difficulty charging the pump battery, "has to try multiple tries and has to hold different ways". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.